Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the packaging was compromised on a size 6 right cr cemented femur.

Manufacturer narrative:
An event regarding pack damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection of the returned product. Method & results: -device evaluation and results: one unit carton with its shrink wrap opened was returned for evaluation. Compression and indentation lines are visible on the opening end, corners and on the underside of the unit carton. The outer blister was returned with the tyvek lid removed fully. One side flange of the outer blister is broken away and remains attached to the tyvek lid. There is evidence of a good seal on the remaining sides of the outer blister. The inner blister was returned unopened inside the outer blister. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal between the tyvek lid and the inner blister. The returned device appears unremarkable. -clinician review: not performed as no medical records were provided. The event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: based on the visual inspection of the returned product the investigation concluded that the packaging damage was most likely caused by incorrect/excessive handling prior to opening of the product whereby the unit carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the packaging was compromised on a size 6 right cr cemented femur.